Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00790.

Event description:
The patient was undergoing a coil embolization procedure in the superficial temporal artery (sta) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous, narrowed and calcified. During the procedure, the physician placed two coils in the target vessel using the microcatheter. While advancing the next coil, a smart coil, out of the introducer sheath, the physician experienced resistance, and the smart coil became stuck at the distal end; therefore, it was removed. The physician then continued the procedure and placed a smart coil and three other coils. While advancing the third smart coil out of the introducer sheath, the smart coil became stuck at the same position as the first smart coil; therefore, it was also removed. The procedure was completed using a non-penumbra coil, the same microcatheter, and n-butyl cyanoacrylate (nbca) injection. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00790 h3 other text : placeholder